Event description:
The customer originally returned his evis exera ii ultrasound gastrovideoscope due to the image being present but compromised during a therapeutic procedure on a pancreatic mass. According to the initial reporter, there was a halo present during the earlier stages of the procedure. Reportedly, the unit was replaced with another and the procedure was completed with minimal delay and no patient harm. During the device evaluation, it was discovered that the adhesive on the distal end was peeling. This report is being submitted to capture the compromised adhesive on the distal end.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report could not be confirmed. However, as noted, the forceps' cover adhesive was found peeling. The probe unit adhesive was missing a minor piece as well. The channel was leaking due to tears. The camera switch button was cut, and the control knob was making an unusual clicking noise. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 11-apr-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling likely occurred from stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.